Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was not working at all. Patient described a loss of therapy and a return of symptoms. Patient mentioned their bladder was working fine but their bowels were not. Agent walked patient through how to connect to the implant and increase the strength. The patient increased the strength up to 2.3 but they mentioned that they didn't feel the st imulation at all. Patient was redirected to their doctor, but patient mentioned that they hadn't been able to schedule a post op appointment, because when they call the doctor, availability was until (B)(6). Patient mentioned that they spoke with their manufacturer representative (rep) yesterday 2024-aug-02 because they were not feeling well. Additional information was received from the hcp. The cause of the patient not feeling stimulation was unknown. The removal of implant was stated as the resolution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They stated that they were not clear on what the patient meant by "the device was not connected". The device was removed so it was obviously no longer connected. At the time of the explant, the device seemed to have moved lower in the pocket so the patient was essentially sitting on it, which was likely causing discomfort. As resolution, the device was explanted per patient's wishes. The issue was resolved. The cause of the painful stimulation was reported to be that the pocket may have been too large allowing the device to move within it thus causing discomfort when the patient was sitting. As resolution the device was explanted on (B)(6) 2024. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the loss of stimulation was unknown. They were not really sure of the cause or contribution to the issue. On (B)(6) 2025 device was put ion and on (B)(6) 2025 it was removed. The issue was not resolved and no further action will be taken.

Event description:
Additional information was received from the hcp. The cause of the patient not feeling stimulation was unknown. The healthcare provider (hcp) noted that the cause could possibly be movement of battery. The removal of implant was stated as the resolution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the cause of the loss of stimulation was determined. The patient stated that the most likely cause of the event was due to the device not connected and painful stimulation. When asked about the steps taken to resolve the issue, the patient stated "none"